Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and triggered an alert for sensing integrity counters (sic) and non-sustained high rates. The lead remains in use. No patient complications have been reported as a result of this event.